Event description:
It was reported that when the iab was inserted and connected to the pump, the bladder would not inflate. The pump was exchanged, but the bladder would still not inflate. The iab was then removed and replaced without any pt complications.